Event description:
The packaging system for syringes separates in the box allowing contamination of sterile syringes. Thirty-two out of 100 syringes were thus exposed and were unsafe to use. The rptr feels that a shrink seal should be put around the cap of the unit to prevent separation of the cap from the tube.